Event description:
It was reported that a patient circuitry disconnected from the smiths medical device and did not alarm during use. Patient was placed on ICU vent to bring saturations back up. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac ventilators parapac plus was returned for analysis. Visual inspection performed, and product found with black marks in the backside and minor scratches around the o2 knob. Investigator connected the device to an o2 source and performed alarm disconnect functions and installed a test battery. The customer reported issue was confirmed. According to the investigation, the reported issue was caused by no battery in the device due to user error. Investigator the disconnect alarms functioned as intended, installed the pm kit, variable relief valve kit (failed calibration/faulty). Performed pm testing. Cleaned and affixed service label. The problem source of the reported problem is user interface.